Manufacturer narrative:
(B)(4). The insulin pump was received with a scratched case, a cracked keypad overlay and a pillowing keypad overlay. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No unexpected battery power loss or replace battery alert, replace battery now alarm noted during testing or in the insulin pump trace download. The insulin pump was also monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected insulin pump error alarm noted. All buttons functioning properly. No stuck button alarm noted. The keypad connector on was locked properly during visual inspection. However, insulin pump error alarm confirmed in the insulin pump history due to broken trace on keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had multiple pump error alarm. Notification light did not immediately stop flashing. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer reports pump has not been exposed to temperatures. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.